Event description:
It was reported that on (B)(6) 2015 a (B)(6) study was performed as the therapeutic effect was diminishing. The test revealed no patency. During surgery for catheter replacement on (B)(6) 2015, an attempt was made to aspirate the gabalon in the catheter via the catheter access port (cap) as preparation for contrast enhancement. However, the drug could not be drawn due to resistance which could not be reduced. When the anchor was removed and the catheter to the spinal cord was pulled slight, the drug could be drawn. When the catheter to the spinal cord was cut at the connector region a recall was confirmed. When saline was flushed into the catheter to the pump via the cap, the fluid flowed without any problem. The drug was smoothly flowed in the connector site in the catheter of spinal side without issue. Hence, it was presumed that the problem was not caused by the catheter, and it might have resulted or was assumed to be a catheter kink or tip conglutinated/adhesion. Adhesion of the tip might be a possible cause/was suspected rather than kinking. As such, only the catheter to the spinal cord was to be replaced. This was reported as unrelated to the investigational drug, not related to the catheter, pump or programmer but unknown if it was related to the procedure. The outcome was reported as recovered as of (B)(6) 2015. This device system delivered gabalon and the daily dose was reported as continuing. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare professional indicated that as of (B)(6) 2015 the spasticity was increased. On (B)(6) 2015, the spinal cord catheter was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 8781 lot# serial# (B)(4), implanted: (B)(6) 2014, explanted partially: (B)(6) 2015, product type: catheter. (B)(4).